Manufacturer narrative:
This event is supplemental and the investigation findings will be submitted under target manufacturer report #2916596-2025-01045.

Manufacturer narrative:
Section d4: lot number was not provided, and expiration date and manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient passed away due to respiratory arrest. The death was not considered to be device related and the device operated as expected.